Event description:
It was reported that the ortholock ex-pin 3x110 fractured during insertion. This occurred during a primary knee procedure with triathlon. The broken piece measured approximately 10mm from the tip and it remains implanted in the patient¿s tibia. No medical intervention was required; no serious injury was associated with the event. The procedure was successfully completed with navigation using a readily available alternate pin form a different lot.

Manufacturer narrative:
The reported event that the tip of the pin broke during insertion was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that the ortholock ex-pin 3x110 fractured during insertion. This occurred during a primary knee procedure with triathlon. The broken piece measured approximately 10mm from the tip and it remains implanted in the patient's tibia. No medical intervention was required; no serious injury was associated with the event. The procedure was successfully completed with navigation using a readily available alternate pin form a different lot.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated. (B)(4): broken piece not returned.